Manufacturer narrative:
The customer had reported that at two different segments of the patient's rhythm, the device's algorithm detected a "no shock advised" for what appeared to be a shockable rhythm and then detected a "shock advised" for what appeared to a non-shockable rhythm. The device was not returned to zoll medical, however the customer returned the ECG data for review. Evaluation of the ECG data found that the heart rhythm failed to meet the device's requirements for defibrillation and the device appropriately returned a "no shock advised" prompt. The ECG data was reviewed for the device returning a "shock advised" for what appeared to be a non-shockable rhythm. The presented heart rhythm met the device's requirements for defibrillation and the device appropriately reported a "shock advised" prompt. This investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a pt the device gave a "no shock advised" prompt for a rhythm they believe was shockable and "shock advised" for a rhythm they believe was non shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.